Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that when the PICC catheter was inserted and the catheter delivery was complete, the puncture sheath was torn open according to standard operating procedures. However, the puncture sheath could not be torn open normally and partially ruptured, causing the catheter to remain stuck in the sheath. The clinical staff had doubts about the product quality. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of improper peel of the sheath is confirmed; however, the exact cause is unknown. One photograph of a 4.5 fr ptfe sheath was returned for evaluation. An initial visual observation of the photograph showed an implanted catheter with a partially split microintroducer still attached to the catheter. An orange ring of plastic was observed surrounding the catheter. The uneven break of the t-handle was determined to be related to the manufacture of the device. The other half of the t-handle and sheath was not observed in the returned photograph. This complaint will be recorded for future trending and monitoring purposes.